Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the implant died. When the patient went to charge the implant they saw a power on reset (por) error message. The implant was able to be fully charged afterwards but when they tried to turn it back on they still saw the por. The patient reported potential electromagnetic interference (emi) as their daughter had an ultrasound the other day and they had set off the security alarms of a grocery store¿s theft detectors. The por was informational and was able to be cleared during the call. Therapy was turned back on and reported that the settings were perfect. It was noted that the patient was ¿up for back surgery¿ very soon. It was reported that the patient told them that if they needed to remove the system to do any work then they would be replacing it. It was confirmed that this back surgery was a separate issue for deterioration of the spine, 3 ruptured discs, and an issue where something was crushed. During the call, it could not be heard what was crushed. However, it was confirmed that these issues were unrelated to the system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.